Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during pre-use check, the ventilator alarmed for stop of ventilation. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported alarm could not be duplicated and the ventilator passed pre-use checks. No parts were replaced and the ventilator was cleared for clinical use. Ventilator logs were downloaded. The investigation of the provided ventilator logs shows that the ventilator first generated a communication error shortly followed by a software error. Both error codes indicate a mismatch between breathing and monitoring subsystems. The ventilator then generated a disabled valves signal where the power supply to the gas modules and safety valve has stopped. This is a consequence of the subsystems no longer communicating with the control pc board in the breathing subsystem. The received device log file confirms the reported stop of ventilation. Most likely the monitoring of the disable valves signal has been delayed due to the reported communication failure between the two subsystems. However, the reported problem was not reproduced and no parts were replaced. The exact root cause of the event has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).